Event description:
A patient reported experiencing inaccurate erratic results with a ot ii metter. The patient's blood glucose results were 195, 127 mg/dl. Tests were done within 10 minutes with a difference of 37%. Patient did not experienceany adverse events. No further information has been reported.